Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the lead was returned severed at approximately 543 millimeters from the terminal end. Only the proximal segment was returned, and during the inspection it was noticed that there were ripples in lead body from 275 millimeters to distal end of lead and a twist at approximately 115 millimeters from the terminal end. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. An attempt to insert a new stylet during laboratory testing was unsuccessful, due to a blockage encountered at approximately 280 millimeters from the terminal end. An x-ray examination confirmed that the blockage was caused by the conductor coils being deformed. This type of damage appears to be induced damage during explant. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported. A portion of the lead was returned and is pending analysis.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported.